Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A CT scan confirmed correct device placement. Programming adjustments were made, however the issue did not resolve. The recipient will remain a non user of the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound following initial implant surgery. Device testing revealed results within normal limits. The recipient was reportedly advised to cease device use. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.